Event description:
It was reported that the patient presented to the hospital for chest pain of an unknown cause. During threshold testing, the patient reported the pain when the outputs were higher and then subsided when they were lowered. It was discovered via x-ray that the right ventricular (rv) lead had dislodged and was thought that the ventricular sense was an oversense of the p wave. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5076 implantable pacing lead 2013 (B)(6); 4296 implantable pacing lead 2013 (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead was originally capped due to diminished sensing and high thresholds. The lead was uncapped and reinserted into the patient's new device with no noted issue.